Event description:
On (B)(6) 2023, a patient was injected with 0.8 ml of revanesse versa+ ha filler into their lips. A topical anesthetic was used, ointment lidocaine 23%, tetracaine 7%, lips. Patient had a viral infection and was in bed for 2-3 days. She noticed her lips got swollen and formed 2 little lumps. No treatment was given. She just monitored it. In a couple of days when she was feeling better, the lips were no longer swollen and the nodules went away. Prollenium medical technologies inc. Will continue the investigation. Internal report number: (B)(4).